Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for burn c-cover it is possible that a high-energy treatment tool was used without ensuring a sufficient distance from the tip and discoloration inside the light guide lens, for which the most probable cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited discoloration inside the light guide lens and c-cover had a burn. There was no patient involvement.